Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent a procedure for a reinsertion of the flexor digitorum profundus tendon on an unknown date and suture was used. The article reported that superficial infection cured with oral antibiotics, a rupture of the repair, a proximal interphalangeal joint rupture, a distal interphalangeal joint rupture, an adhesion, granuloma, a nail deformity and postoperative carpal tunnel syndrome were experienced. Reoperations included a carpal tunnel release, a teno-arthrolysis and a resection of a granuloma. Additional information has been requested.